Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. And since the patient will undergo pocket revision due to atrial lead's dislodgement, the physician decided that it would be the best time to attempt to achieve more improved r wave amplitudes. Moreover, it appeared that the low amplitudes were due to location and patient condition. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. And since the patient will undergo pocket revision due to atrial lead's dislodgement, the physician decided that it would be the best time to attempt to achieve more improved r wave amplitudes. Moreover, it appeared that the low amplitudes were due to location and patient condition. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.